Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump vibration was not working. The customer's blood glucose level was unknown. The vibration did not work even when the vibration test performed. Self test was completed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.